Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion as it reached elective replacement indicator. The ipg was removed and replaced. No patient complications have been reported as a result of this event.